Event description:
(B)(6) had the same model of medtronic baclofen pump malfunction in 2010. After reading the recall, am extremely concerned his current pump could also be malfunctioning. Route: intracervic. Dates of use: still in use, (B)(6) 2010 ¿ (B)(6) 2011. (Same pt as (B)(4)).